Manufacturer narrative:
The complaint that the catheter detached from the hub is confirmed, and appears to be use related. The product returned for evaluation was a 2fr s/l per-q-cath. The catheter was returned in two segments. The catheter tubing had disconnected from the hub. A small segment of catheter tubing was still inlaid within the hub, indicating that the tubing had broken rather than dislodged. The detached segment of tubing was 13.0" long. Dried blood residue was seen throughout the length of the catheter tubing. Tactile evaluation revealed tensile weakness on the detached catheter segment. The weakness was highly concentrated near the proximal end. Microscopic examination (60-80x) revealed that the proximal end of the catheter segment contained a dull veneer and a finely granular texture. The edges on the proximal end were jagged and irregular. The characteristic observed on the catheter are consistent with a break due to tensile forces. The IFU contains detailed illustrations and instructions on properly securing the catheter. The IFU states, "to minimize the risk of catheter breakage and embolization, the catheter must be secured in place." Gross visual and microscopic examination revealed no evidence of defect or deformity related to the manufacturing process. A chr of lot #retb0601 showed no other similar product complaints from this lot number.

Event description:
Silicone catheter disconnected from the hub.